Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported that she was not able to hear with the device. There is no known accident or trauma to the implant site.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause, a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient reported that she was not able to hear with the device. There is no known accident or trauma to the implant site. No further information has been received from the field.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally an accident or impact might have weakened the fixation of the electrode which led to electrode mobility. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient reported not being able to hear any sound with the device. There is no known accident or trauma to the implant site. The patient has been re-implanted in (B)(6) 2016.